Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to recover, and the station did not detect that the drawer was open.the customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of this incident, it was reported that the station drawer 3.1 was failed and it was unable to recover. The field service engineer (fse) had confirmed that the issue was resolved by the customer by rebooting the station. The system functioned as intended after the issue was resolved by customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to recover, and the station did not detect that the drawer was open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.